Event description:
It was reported that when (1) device was used during a bowel procedure, the device did not fire. Another device was used to complete the case. There was no consequence to the patient.